Event description:
New etq record created in order to update etq (legacy system) (B)(4). Reason for original complaint ¿ plaintiff's fact sheet received (B)(6) 2012. Patient was revised due to pain. Update rec'd (B)(6) 2013- ppd and medical records received. After review of the medical records the revision operative notes indicate she was revised for pain and leg length discrepancy. The cup is already reported on (B)(4). A unknown depuy stem is being added to the com. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: (B)(4) 2014.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. -

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Examination of the reported device was not possible as it was not returned. A search of the complaints databases and/or a review of device history records were not possible as the required product/lot code combination was not provided. The investigation can draw no conclusion regarding the reported event with the information available. Based on the inability to determine root cause, the need for corrective action has not been indicated.

Manufacturer narrative:
This complaint is still under investigation.